Manufacturer narrative:
Investigation is pending retrieval and review of device data.

Event description:
The device user (du) reported that 4 hours and 39 minutes into the perfusion they had message code 300 (ascites pump running continuously). The device was sensing as shown by the "1" on the graphical user interface (gui), but it was not pulling the perfusate back into circulation. The du had already attempted troubleshooting. The clinical specialist (cs) had the du attempt further troubleshooting. Afterwards, the ascites pump began working again and the message code resolved.

Event description:
The device user (du) reported that 4 hours and 39 minutes into the perfusion they had message code 300 (ascites pump running continuously). The device was sensing as shown by the "1" on the graphical user interface (gui), but it was not pulling the perfusate back into circulation. The du had already attempted troubleshooting. The clinical specialist (cs) had the du attempt further troubleshooting. Afterwards, the ascites pump began working again and the message code resolved.

Manufacturer narrative:
Device data was retrieved and reviewed by a member of the clinical team. The reported event was confirmed. Observation in the data confirms that volume in the reservoir was gradually decreasing. The tubing was manipulated during troubleshooting and the pump's function was restored. The device was subsequently evaluated by a service engineer (se) at the customer site and the device passed all testing. The root cause could not definitively be determined.